Event description:
It was reported that the patient was in the hospital and pause in the electrocardiogram was documented due to oversensing. The clinician was unable to duplicate the oversensing on the patient. The device was reprogrammed to unipolar to avoid the oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 556853 lead, implanted: (B)(6) 1998. (B)(4).